Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with an unspecified type of prismaflex set, "return pressure was too high and the backup pipeline cracked" further described as a "problem of the return pressure sensor". The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.